Event description:
New information notes that the asymptomatic patient presented in clinic for routine follow up and was unable to connect via rf. Two wands were tried. The patient also has been unable to connect to their merlin transmitter. It was noted that the wand telemetry was very slow. Review of session record indicates that rf was not functioning. A firmware download was successfully performed and this restored the rf functionality. Patient was stable the whole time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device will not communicate with the patient¿s rf merlin@home transmitter due to a possible rf chip issue within the device. It was recommended to bring in the patient for telemetry testing. Patient will be seen in clinic on (B)(6) 2018. The patient has had no symptoms related to the rf telemetry issue. Device remains implanted.